Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of over 30 mg/dl. Suspected cause was due to having a basal rate that was too high. The customer did not provide how they addressed the low bg. Customer updated their pump settings to address the event.